Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that multiple error alarm. Customer's blood glucose value was 300 mg/dl at the time of the incident and other blood glucose level was 55 mg/dl. The customer was assisted with troubleshooting for multiple pump error. Device will return device for analysis.

Manufacturer narrative:
Insulin pump received with critical pump error and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error no moisture damage found on the motor, battery tube, vibrator and keypad assembly during visual inspection. No blank display noted. The battery tube connector plugged in properly to during visual inspection. Insulin pump received with serial number label fading, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads.